Event description:
It was alleged that the there was an injury during loading of the device. Further information has not been provided.

Manufacturer narrative:
The customer confirmed that no injury had occurred.

Event description:
It was alleged that the there was an injury during loading of the device. Further information provided by the user facility reported that no injury occurred.